Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Post case it was noticed that the tibial pin 3.2x110 tip had broken off inside the pin sites. Metal was left inside the patient. Tka case delayed for 15 minutes. Additional information provided by the mps indicated that after taking an x-ray of the patient's tibia the point of the pin was lodged in bone and the surgeon decided to not retrieve it.

Event description:
Post case it was noticed that the tibial pin 3.2x110 tip had broken off inside the pin sites. Metal was left inside the patient. Tka case delayed for 15 minutes. Additional information provided by the mps indicated that after taking an x-ray of the patient's tibia the point of the pin was lodged in bone and the surgeon decided to not retrieve it.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the bone pin broke into the patients femur. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate 1048 devices were manufactured under lot no w50727-1 and accepted into final stock on 06/12/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143110, lot number w50727-1 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an ncs 1470754 and CAPA 1480798 are associated with the product and failure mode reported in this event. Device not returned.